Manufacturer narrative:
The customer has not returned any product. No information was provided in the complaint that would point to a cause for the discrepant results. A specific root cause could not be identified for this event. Additional information was requested for investigation but was not provided.

Manufacturer narrative:
The customer returned the suspect test strips. The meter was not returned. The returned test strips were measured with a retention meter in comparison to a retention meter and masterlot strips. No error messages occurred. The returned material and the retention material meet the specification. Relevant retention test strips (lot 206196) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734-80). No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
Na.

Event description:
The customer's son called due to having problems while trying to test his mother on her coaguchek xs meter with serial number (B)(4). The customer's son tested his mother at 12:23 p.m. And the result was 3.3 inr. He stated she hasn't had a result that high since 2015 and didn't think the result was correct. He used a different finger and tested his mother again while on the call and the result was 2.1 inr which he believes is correct. The qc check mark was observed with the result. The customer's therapeutic range is 2-3 inr. No adverse event occurred. The customer is in fair/good condition. The patient is not on heparin or any direct thrombin inhibitors. She does not have any antiphospholipid antibodies. The suspect product was requested for investigation.